Manufacturer narrative:
Eval of the returned product confirms the reported issue; the edges of the seam on the head end of the mattress cover is frayed. The right side window has an open slider on the pt access zipper. Right side panel triangle netting has two 2 inch tears. The side rail has a four inch fray in the seam. Panel side foot leg cover nylon has a one inch tear. Literature bag has one inch broken stitches. MFR ref file # (B)(4).

Event description:
The customer reported the mattress cover has been ripped. The customer did not provide a date when this was discovered. No pt incident or injury reported.